Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on and alarmed ec 1720, indicating an issue with the back-up capacitor. This confirms the reported customer complaint. However, no definitive problem source to the reported issue could be determined. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy has lec 1720 while testing.